Event description:
It was reported that the patient was involved in a car accident on (B)(6) 2011. The air bag deployed and the patient experienced dizziness. At a follow up the lead exhibited noise and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the coil was fractured which resulted in noise and a sensing anomaly.